Event description:
A stent removal was being performed with a stent retriever. The physician attached the stent retriever to the stent. During the removal, the disatl tip of the stent retriever detached and remained lodged in the stent. The stent and distal tip of the retriever were removed with a snare. The pt is in satisfactory condition.

Manufacturer narrative:
The threaded distal portion of the stent retriever is sheared at the base of the threads. Conclusions: unable to draw a conclusion due to the unavailability of the remaining portion of the distal threaded tip. Corrective action has been initiated to improve the incoming inspection of this part and the mfg process of the threaded tip.